Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was admitted to the hospital. The customer stated the quick set were kinking up and blood glucose went high. The cause of hospitalization (B)(6) provider was high blood glucose and dehydrated. The customer was there for about 2 hours and filling ok and went home. The customer was wearing the device at time of hospitalization. The customer reported via phone call that the insulin pump had weak battery alarm. Customer's blood glucose was 80 mg/dl. The customer was advised to clear the alarm with esc/act. The customer advised to monitor insulin pump. The customer was offer to troubleshoot for low and high blood glucose but declined.